Event description:
Device 1 of 4. Reference MFR report numbers: 1627487-2013-00241, 1627487-2013-00246 and 1627487-2013-00247. The patient (B)(6) was implanted with two therapy systems for occipital neuralgia (off-label). They included two ipgs and six percutaneous leads from two different lots. It was reported the patient's ipgs were causing discomfort. The patient also reported a lack of efficacy from the therapy systems. Surgical intervention was undertaken to explant the ipgs; however, the patient's leads remain in-situ.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.